Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor, image processor, and video controller boards were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had poor image quality with lines in the image. No pt injury was reported.